Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: actual device was returned for evaluation. Visual inspection was performed and no visual defects were found on close inspection. Upon functional inspection, the device did not maintain pressure because one pinhole was found on the balloon in zone d at 1.80¿ from the suture point.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2014. During the procedure, it was noted the balloon was punctured. Another like device was used to complete the procedure with no adverse patient consequences.